Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported that the ins was perpendicular to the back. The rep stated that the location of the ins was in a large roll of fat which may have contributed to the position. They also reported that the patient had fallen a few times which may also have contributed. The rep reported that they were able to connect with the generator and charge normally. The patient reported that when they would charge they would get an excellent connection. The rep noted that the patient did not complain of pain or issues at the site. They stated that no interventions were needed at this time and the issue was resolved. No symptoms were reported. No further complications were reported.